Event description:
(B) (4). It was reported that during a drug eluting stenting treatment procedure, a myocardial infarction occurred. The index procedure treated the 70% stenosed, 3.0x28mm target lesion located in the proximal left anterior descending (lad) artery. Treatment placed a 3.0x38mm taxus liberte stent deployed at 17 atmospheres (atm's) for 30 seconds resulting in 0% residual stenosis. After stent placement, the patient experienced a myocardial infarction caused by a plaque shift which pinched off the 1st diagonal branch. Treatment of the 1st diagonal branch consisted of angioplasty with an unspecified 2.0x20mm balloon inflated 3 times at 5 atm's for 30 seconds resulting in 30% residual stenosis. The patient was discharged 7 days later on asa and plavix. Per the physician, the event was "possibly related" to the study stent.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).